Event description:
Dealer stated that the irc5po2 concentrator shut down. Independent repair center: customer alleged alarming/red light and the key failure is the valve is leaking.

Event description:
Dealer stated that the irc5po2 concentrator shut down.

Manufacturer narrative:
(B)(4).